Event description:
The stent was placed in the rca of a pt who was hyper-coaguable. During post-dilatation, the stent was over expanded and later thrombosed. The pt was taken to or for CABG. No further info regarding this event was available.